Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an increase in pacing impedance since (B)(6) 2018. The lead also exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2018. The patient was stable during and post procedure. No adverse events were observed.

Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received a partial lead, only the connector end was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.